Event description:
Mastitis, unk etiology, drainage from incision site two weeks post op following augmentation surgery in which an inplant funnel was used resulting in reoperation and removal of breast implants. Test run of left and right breast with same result. FDA safety report ID# (B)(4).